Event description:
It was reported that during a lap gastric bypass procedure, after using the device for a few seconds, the white part in the plastic of the distal tip fell into the patient's abdominal cavity. The piece was retrieved. The procedure was completed with a same like device. There was no reported patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.